Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-01954. It was reported the patient was unable to turn on his scs system's stimulation. Troubleshooting of the patient's scs system found the patient's cervical placement leads were providing stimulation therapy in the right shoulder but not in the left shoulder. Upon interrogation, the left lead contacts all had high impedances. Reprogramming was unable to provide any stimulation therapy for the patient. Follow up identified the patient had experienced multiple falls which contributed to his scs system's stimulation becoming ineffective. Additional follow up identified the physician removed the patient's entire scs system.